Manufacturer narrative:
Additional initial reporter(s): (B)(6) / (B)(6), msn, rn, ccrn-cmc, critical care clinical manager, +(B)(6), (B)(6). Additional concomitant products: pressure tubing, 3ml, flush device, unbonded macrodrip 42801-03. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that upon inserting the intra-aortic balloon (iab) therapy, the arterial line would occasionally have lots of artifact but would then resolved. The patient was on pressors, but relatively stable at the time. There were no alarms on the pump, but when the arterial line became erratic, the timing message appeared. The getinge representative explained the timing message, and that it was good that it did relieve itself. The customer stated that the fiber optic portion of the iab had not been used because it was not working from the or. The customer believes a fiber optic sensor failure message may have been present while in the or. They had been transducing the central lumen. They were advised to aspirate and flush the lumen. At that moment, the arterial line looked great and they would rather not ¿mess it up¿ as it was at that moment. The patients blood pressure was good with a map in the 70s. The arterial line on a video sent was clean and crisp and the iab pressure waveform was in the ¿chair¿ formation. The iab was in use for seven days. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint: (B)(4).

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
N/a.